Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens had injected into the patient' eye like a burst. After implantation, the doctor saw that there was a tear in the optic of the lens and so removed it during the initial procedure. There was patient contact but no patient harm. The surgery was completed the same day. Additional information has been requested.